Event description:
On (B)(6) 2015, the reporter contacted animas alleging an air bubbles/leaking issue with the cartridge. The patient reportedly experienced a blood glucose (bg) measurement in the range of 483 mg/dl to 538mg/dl with extreme thirst. The patient reportedly did not require any medical intervention and remained on the pump. This complaint is being reported because the patient experienced an adverse event and due to the alleged air bubbles/leaking issue with the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.